Event description:
It was reported that the unit was shutting down intermittently. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cord was evaluated and reseated. The system was tested and found to be working as intended and returned to service.